Event description:
A fracture was not reduced properly, a gap of approx 10mm was visible in the sub trochanteric region. As such the implant failed. Pt was revised.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.